Manufacturer narrative:
The device was returned to mmdg for evaluation of this complaint. The alleged free flow alarm is not a valid alarm on this pump. During the review of the data log it was noted that the pump had alarmed "no flow out". The complaint could not be confirmed and would not be considered a reportable event.

Event description:
The initial reporter stated that the pump displayed a "free flow" alarm. The initial reporter was unable to provide any additional information during follow up. This follow up is being made to include updated information from the pump investigation. (B)(4).

Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter stated that the pump displayed a "free flow" alarm. The initial reporter was unable to provide any additional information during follow up. (B)(4).